Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after the procedure, post-procedure, the patient had pericardial effusion. It was confirmed via tte (trans-thoracic echo). There were no issues or complications noted during the procedure. The patient was having discomfort while in the recovery room. The patient was then transferred to the cardiac catheterization procedure room and a pericardiocentesis was performed and 300 ccs were removed. The caller is unsure if the drain was left in place. The patient did not require surgical repair. The patient is stable and is staying overnight for observation. There were no apparent defects or abnormalities noted with any of the biosense webster, inc. Products used. The physician was happy with the outcome of the premature ventricular contraction (pvc) procedure and the ablations from an ep perspective. The physician is not aware of what may have caused the issue post-procedure. They were using an thermocool® smart touch® sf bi-directional navigation catheter, soundstar catheter, a dynamic epxt cs a 10 pole diagnostic catheter, and a crd 2 (st. Jude catheter). The caller is unsure of the maximum wattage used for the ablation, they think it was about 40-45 watts. All catheters were discarded. Additional information was received on the event. This adverse event was discovered post-use of bwi products. No speculation of bwi products being the cause was made by the physician. Following discovery, the effusion was drained. The outcome of this event was that the bleed stopped and patient was sent for observation overnight. It is unknown if the patient required extended hospitalization because of the adverse event beyond declaration of overnight requirement. A transseptal puncture was performed using a brk-1 needle. Ablation was performed and the procedure was successful without any evidence of pericardial effusion. No steam pop reported. The event occurred post procedure, at no time was there evidence for pericardial effusion during the procedure. An irrigated catheter was used in the event the flow setting was standard stsf flow profile. Correct catheter settings were selected on the generator use was on label. Standard stsf flow profile was used during the ventricular ablation. No error messages reported on biosense webster equipment during the procedure. Dashboard and vector force visualization features were used. Ablation was not conducted under the guidance of visitag parameters.